Event description:
It was reported that a 57-year-old female patient (around 140 lbs) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patients suffered aortic dissection requiring surgical intervention. It was reported that the bwi sales constant went to the hospital (B)(6) 2022 and was advised that the patient that was done on (B)(6) 2022 had an aortic dissection. The patient had pain during the procedure. The doctor removed the ablation catheter and the patient felt better so the case continued. Later in the day the doctor visited the patient and found her in pain. A CT was performed, and the dissection was noted resulting in the patient receiving iliac stents. The hardware worked within specifications and did not want them evaluated. Catheters were disposed of and lot numbers unknown. Carto 35340, g4cp4470-a, g4c-4820a serial numbers used. Catheters d132705 and 10439072. This adverse event was discovered post procedure by 6-8 hours. The physician¿s opinion on the cause of this adverse is that it was due to a combination of patient condition and the procedure. The patient had an iliac arterial stent placed as intervention. The patient outcome of the adverse event is fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event. A smartablate generator with serial #(B)(4) was used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).